Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set the cannula was crimped or bent. The following information was provided by the initial reporter. The customer stated: ther "needle is skewed."

Event description:
It was reported when using the bd vacutainer® push button blood collection set the cannula was crimped or bent. The following information was provided by the initial reporter. The customer stated: ther "needle is skewed."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for slanted/ skewed needle with the incident lot was observed. Bd was unable to determine the root cause of the indicated failure mode as the investigation was limited with the photos provided. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h10.